Event description:
Boston scientific received information stating: pacing system infection. Dr.(B)(6).event date: (B)(6)2010 implant date (B)(6)2010. Explant date (B)(6)2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).